Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing abdominal pain whether stimulation was turned on or off. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician felt the patient's lead was too large for the patient's epidural space and by placing a smaller lead the issue was resolved. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing abdominal pain whether stimulation was turned on or off. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well.